Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no adverse event associated with the complaint. This is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 06/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the ok button was under-responsive. The keypad cover was removed and the button contact was cracked. Unrelated to the complaint, the battery compartment was cracked. Additionally, the display was dim and discoloredthis report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.